Manufacturer narrative:
The complaint product was not returned for evaluation. The lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The article reported unspecified opti-free product with the exact brand name unknown. Therefore, opti-free replenish was chosen to be the product reported. Article citation: alice y. Matoba, md, jeff r. Peterson, md, kirk r. Wilhelmus, md, phd (american academy of ophthalmology, volume 123, number 3, march 2016), "dendritiform keratopathy associated with exposure to polyquarternium-1, a common ophthalmic preservative" (B)(4).

Event description:
As reported via a literature article, a (B)(6) girl was referred with a 1-month history of mild irritation of both eyes and blurring of the right eye. She wore daily wear soft contact lenses and used a disinfecting contact lens solution. The patient was on a daily wearing schedule. The patient had discontinued contact lens wear for 1 week and applied an artificial tears 3 times daily without improvement. On examination, the conjunctiva was non-inflamed. The right cornea had linear branching epithelial keratopathy with scattered small subepithelial infiltrates. There were bead-like mucoid opacities scattered along the linear lesion. The left cornea had a less pronounced epithelial keratopathy. Confocal microscopy did not reveal micro-organisms. Corneal scraping was not performed. The patient was treated 4 times daily with topical prednisolone acetate 1%, with marked improvement after 1 week and resolution after 3 weeks. There was no recurrence reported by her primary ophthalmologist after resumption of contact lens wear using a different sterilizing system. It was noted that this was a bilateral disease. Duration of exposure to the solution was 6 months. The total time to resolution was 2 weeks. The purpose of the literature article was to describe patients who presented with dendritiform keratopathy associated with exposure to polyquaternium-1, a common preservative found in contact lens solutions and tear replacement products. It was noted in the report that ophthalmic products containing polyquaternium-1 may cause dendritiform keratopathy that may be confused with infections of the superficial cornea, such as (B)(6) or acanthamoeba keratitis.

Manufacturer narrative:
The complaint product was not returned for evaluation. The lot number is unknown. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).